Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer states just got out of hospital, noticed pump basal rate is shut off. The customer also states was able to see insulin pushed out through manual prime but wants pump replaced. The insulin pump will not be returned for analysis.